Event description:
As reported by the user facility: float nurse sustained a stick after starting the IV. The pt jumped as he was pulling the needle out of the hub and it didn't activate causing a stick. Add'l info provided by the user facility indicated the lot# and the item# remain unk. The status of the protocol blood work testing is unk, however, it was reported, there were no forseeable problems with the pt. The sample was discarded and will not be returned for eval. No further info is available at this time.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the MFR to be evaluated and a lot# or item were not reported. Without the sample and a lot#, or item#, a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR, b. Braun medical.